Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple occlusion alerts over a recent period. The patient¿s caretaker stated that the infusion set was changed each time an occlusion alert occurred, which allowed insulin delivery to resume and eventually brought the patient¿s blood glucose levels back into the normal range. The caretaker and patient were initially unfamiliar with the meaning of an occlusion alert and how to acknowledge it on the device. Education was provided regarding the nature of occlusion alerts, how to acknowledge the alert through the device, and troubleshooting steps such as disconnecting from the pump and filling the tubing to address possible air bubbles or tubing kinks, rather than changing the infusion set each time. The caretaker demonstrated understanding following the education. The caretaker reported that the patient was using a 6 mm, 23-inch infusion set and had a limited number of infusion sets remaining, for which replacement supplies were arranged. The patient¿s blood glucose levels were affected during the event, reaching levels greater than 400 mg/dl and remaining above 180 mg/dl for over three hours. The device provided alerts for blood glucose levels above 300 mg/dl for more than 90 minutes. No backup therapy was used, no ketone testing was performed, and there were no recent steroid injections. No professional medical intervention was required. Assistance was provided by the caretaker out of kindness, as the patient was unable to manage device changes independently. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.